Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners.

Event description:
The insulin pump has scratches on the screen which makes it difficult to read. The blood glucose reading is 119 mg/dl. Various small scratches. The insulin pump will be replaced. Customer noticed the scratches about one month ago. Nothing further reported.